Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding occupation: non-healthcare professional. Information regarding 510(k): den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position with the red activation knob engaged in the handle for activation of the carbon dioxide (co2) cartridge. When tested as returned the device did not spray. The red activation knob was removed to examine the co2 cartridge. When the co2 cartridge was removed it was noted to still contain co2 with a full puncture in the cap. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle. An unused co2 cartridge from our shelf stock was placed in the handle and activated. The device did not spray powder. Co2 was heard initially entering the tubing, but then sounded blocked. The device was then disassembled and the tube between the on/off valve and the powder chamber was full of powder. The powder inside the tube was clumpy, hard, and slightly discolored indicating an internal clog. Powder was also observed inside the tube leading from the powder chamber to the small gray valve which is activated when the red spray button is pushed. Powder in the tube can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the co2 cartridge runs out of gas. A visual inspection of the hole in the bottom of the powder chamber confirmed it to be open and clear. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray was use error: device pre-tested prior to use. Although the two (2) supplied catheters were not included in the return, the evaluation confirmed an internal clog. The most likely cause for an internal clog is a clogged catheter. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The additional information indicates that the device was tested prior to being placed into the endoscope. The instructions for use state, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." This is the most likely root cause of the report of unable to spray. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was tested prior to being placed into the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The product did not spray once prepped and activated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.